Manufacturer narrative:
Inspected 1 opened or used partial sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened or used. Unable to confirm insertion or needle anomalies due to customer did not return insertion needle. No broken part was found during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that electrode was short. Customer's blood glucose level was unknown. Customer stated that electrode was short because the electrode retracted into the needle housing. Device will be returned for analysis.